Manufacturer narrative:
(B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 3 weeks after a buttocks implant procedure, an allergic reaction appeared, many holes around the suture,protruding suture on the top of the wound. The wound was cleaned and the wound was sutured once again with the same suture (customer did not know yet that they had a problem with this suture). The wound healed up to 10 days, but it started to open again. Wound culture was performed - negative result. Wound was sutured again, this time with another company's suture. The wound is healed.

Manufacturer narrative:
This report 1219930-2018-03975 was sent in error as a duplicate for MFR report number: 1219930-2018-03402, any additional information received in the future will be captured and submitted under the report number 1219930-2018-03402. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.